Event description:
Information was received indicating that a smiths medical cadd solis vip pump states "cassette not attaching properly". The issue was discovered before use and there was no patient involvement.

Manufacturer narrative:
Other text: one cadd solis vip pump was received to investigate the reported "cassette not attached properly" alarm. The pump was received with no physical damage. A DHR review, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed multiple alarms included the reported alarm. To further investigate the reported issue, a functional test was performed and the customer's issue was confirmed. The pump was found to be displaying "cassette not attached, reattach cassette," during the investigation. It was recommended that the upstream occlusion sensor be replaced, so it was replaced. No further actions taken. B3, h6) additional information was received noting that there was no patient involved with the reported event. The event date was also updated to (B)(6) 2020.